Event description:
Manufacturer's first level investigational unit discovered missing segments on the sensor system. No adverse event reported. Suspect device has been returned.

Manufacturer narrative:
The event occurred in (B) (6).